Manufacturer narrative:
Analysis of the pump revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft-bearing. Analysis noted residue and wearing on the upper shaft of gear number two. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient with an implantable pump for non-malignant pain and lumbar radiculopathy. The pump administered fentanyl (concentration 1,6555.4 mcg/ml, dose rate: 1,499.0 mcg/day), bupivacaine (concentration: 20.0 mg/ml, dose rate: 18.002 mg/day), and morphine (concentration: 10.6 mg/ml, dose rate: 9.541 mg/day). It was reported that the patient¿s pump was elective replacement indicator (eri). The pump was returned to the manufacturer. No further patient complications have been reported as a result of this event.